Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty preparing a teflon infusion inset for insertion and twice removed the infusion set from the guide needle, resulting in an incorrectly deployed infusion set and an improperly performed insertion procedure involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure during infusion set preparation and insertion involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.